Event description:
Pt implanted with rods, screws and locking caps at l2-s1 on (B)(6) 2010. Follow up CT scans and x-rays taken (B)(6) 2010, showed both right and left rods slipping out of the right and left s1 screws. CT scans taken (B)(6) 2010 in comparison to the CT scan taken (B)(6) 2010, showed the distance between the l5 and s1 screw heads had lengthened. Surgeon removed and replaced the locking caps out of the right and left s1 screw heads. The rods and screws were not removed. The rod was long enough to add two more screws to extend the construct to s2. The locking caps were discarded. This is the 5th of 6 reports submitted on this event.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k)# without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.